Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing baclofen (2000 mcg/ml) via an implantable pump. It was reported that the patient had a dye study done on (B)(6) 2025 but the healthcare provider was unable to aspirate the drug & inject dye. No external factors were involved and no other troubleshooting was performed. They believed the catheter tip was blocked & planned to refer them for surgical intervention. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6). Implanted: (B)(6) 2021: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the company representative reported that dye was injected for a dye study and they were able to aspirate but were not seeing dye reach the tip of the catheter. They were referred to neurosurgery for a catheter revision on an unknown date but the devices remained implanted currently.